Manufacturer narrative:
(B)(4). Approximate age of device ¿ 67 days. The pump was returned for evaluation. The evaluation of the pump revealed depositions in the inlet stator, proximal rotor and outlet stator. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, their positioning was partially obstructing the blood flow path and could have contributed to the reported hemolysis symptoms. The distal side of the inlet stator and proximal rotor revealed a pink, tissue-like/soft deposition. The thrombus appeared to have formed in laminated layers and portions of it appeared consistent with denatured blood, which is an indication that it likely developed over a period of time while the pump was supporting the patient. However, its origins, a specific time period in which it developed, and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to an elevated lactate dehydrogenase level of 3020 u/l. Unspecified signs of hemolysis were observed and pump parameters were reported to be abnormal. The patient's inr was 4.4 at the time of the event and the patient had been on an anticoagulation regimen of warfarin and aspirin. On (B)(6) 2015, a log file was submitted to the manufacturer for review and it was observed that power and flow remained at the baseline. No unusual events were observed within the log file. Pump thrombosis was suspected and the patient's pump was exchanged on (B)(6) 2015.